Manufacturer narrative:
(B)(4). The customer returned one guidewire and the product lidstock for evaluation. The catheter was not returned. Visual examination revealed the guide wire is unraveled from the proximal weld and has multiple kinks in the guide wire body. The distal j-bend is undamaged. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld and that the weld was present at the end of the coil wire. The exposed proximal core wire tip is rounded and discolored at the point of separation. Both welds appeared full and spherical. Offset coils were observed in the kinks in the center of the guide wire body. The kinks in the guide wire body were measured at 10.0, 17.1, 30.1, 35.0 and 35.9cm from proximal tip. The guide wire core wire overall length measured 597mm, which is within the specification; therefore no pieces appear to be missing. The outside diameter (od) of the guide wire was measured and was found to be within specification. A manual tug test confirmed that the distal weld was intact. A device history record review was performed on the guide wire and catheter and no relevant manufacturing issues were identified. (Con't) other remarks: the instructions-for-use provided with this kit describes suggests techniques to minimize the likelihood of guide wire damage during use. The IFU states that if resistance is encountered when attempting to remove the spring wire guide after catheter placement, the spring wire guide may be kinked about the tip of the catheter within the vessel. In this circumstance, withdraw the catheter relative to the spring wire guide about 2-3 cm and attempt to remove the spring wire guide. If resistance is again encountered, remove the spring wire guide and catheter simultaneously. The report that the guide wire was unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:1999 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned.

Event description:
The customer alleges that after threading the guide wire through the needle and dilating the insertion site, the surgeon advanced the catheter over the wire and had difficulty. The physician pulled the wire and catheter and attempted another insertion with a new tray without any issues.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that after threading the guide wire through the needle and dilating the insertion site, the surgeon advanced the catheter over the wire and had difficulty. The physician pulled the wire and catheter and attempted another insertion with a new tray without any issues.